Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per e-mail notification, zoll customer support was notified that a (B)(6) year old male pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detections. The pt was treated three times between 20:50:35 and 21:00:21. The rhythm at the time of treatment and the post-shock rhythms are unk due to noise and artifact. It was reported that the pt was in a rehabilitation center at time of the event. The pt's wife reported that the pt cannot physically press the buttons and the nursing staff was supposed to do it for him. The response buttons were not pressed during the entire event. The pt was remained in the rehabilitation facility and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was remained in the rehabilitation facility and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 09/01/2013 (initial use); electrode belt sn (B)(4) - 01/01/2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg